Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) terminus using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit. During the procedure, the physician made three passes using a penumbra system ace 68 reperfusion catheter (ace68), a neuron max 6f 088 long sheath (neuron max), a non-penumbra revascularization device, and a non-penumbra microcatheter. After little success using the devices, the physician decided to remove the ace68 and use a jet7 instead. The physician proceeded to make one pass using the jet7, microcatheter, and revascularization device by advancing toward the clot, retracting the microcatheter, and advancing the revascularization device out of the jet7 to capture the clot. The devices were then removed altogether out of the neuron max, and it was reported that the physician encountered resistance while the jet7 was retracted out of the neuron max. In preparation for the fifth pass, the physician re-loaded the microcatheter back into the jet7 on the back table and encountered resistance. It was also reported that the microcatheter would not load. The microcatheter was then removed and the jet7 was flushed. While flushing, the jet7 expanded approximately 3 cm proximal to the tip. Therefore, the jet7 was no longer used in the procedure. The procedure was completed using the same ace68 and the same neuron max. There was no report of an adverse effect to the patient.